Event description:
Metal plates and metal screws were implanted in l4 and 5. The plates and screws were removed on 10/2/92 but rptr still has the problem of burning and spine pulling apart at the point of the operation.